Manufacturer narrative:
(B)(4). The incident electrode was discarded by the site and is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an ablation procedure, the resistance value rapidly increased. The grounding pad and cable were replaced. As the procedure continued, the patient started feeling pain. For that reason, the procedure was stopped. There was no harm to the patient. The incident device was discarded by the site and is not available for evaluation.